Event description:
The info on this medwatch report was obtained in annals of thoracic surgery 2003; 76: 1291-3, identified in a literature search conducted 04/2004. The exact date of the procedure and subsequent identification of the injury are unknown. However, initial follow-up with the physician revealed the injury was identified approx 2 years ago. Further follow-up is in progress. If additional info is obtained, follow-up reports will be submitted. Circumflex artery stenosis was identified in the patient one year after introperative rf ablation with a thermaline probe to treat permanent artial fibrillation. The patient presented with acute pulmonary edema and severe angina 1 year after an uneventful recovery. The stenosis was successfully treated with angioplasty. The physician reported the patient is healthy and followed regularly. The facility has modified their protocol to use cold cardioplegia and moved the location of the lesion, power output has also been reduced from a target of 150 w to 100 w.